Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the stimulator was removed because it did not work, stimulation was very positional and would just shut off when she changed body positions. Patient stated she got the stimulator for leg pain due to multiple sclerosis, prior to the stimulator her legs were tormenting her and she could barely walk. No further complications were reported/anticipated.

Event description:
Information was received from a patient. It was reported that they were having a lot of trouble with their implantable neurostimulator (ins) and wanted it taken out. The patient clarified that the ins was ¿extremely positional,¿ as the coverage for their pain would change depending on their position. The patient stated that their ins was implanted to treat pain associated with multiple sclerosis (ms) and that they¿ve been trying to get pain coverage in their legs. It was noted that this had been an issue since the patient was implanted on (B)(6) 2013. The patient was to follow up with their healthcare provider (hcp) to discuss their symptoms and request a manufacturer representative reprogram their device. No further complications were reported or anticipated. Indication for use is spinal pain.